Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached recommended replacement time (rrt) on (B)(6) 2016. Voltage drop started since the week of (B)(6) 2015. The device was subsequently returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that a device alert was triggered. The implantable cardioverter defibrillator (ICD) was interrogated and recommended replacement time (rrt) was indicated. Early battery depletion was suspected as the patient had received no therapies and minimal pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.